Event description:
The account stated that an initial positive architect troponin result of 0.257 ng/ml was generated. The sample was retested and was 0.096 ng/ml and 0.097 ng/ml after centrifugation. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.